Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 1:44:09 pm to 3:49:09 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 1:39:09 pm and 3:34:09 pm. On (B)(6) 2020, at 10:29:02 am and 12:12:22 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 50-52 mg/dl were recorded by continuous glucose monitor (cgm) from 10:09:09 pm to 10:19:09 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 10:09:09 pm on (B)(6) 2020. On (B)(6) 2020, at 8:08:15 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 48-53 mg/dl were recorded by continuous glucose monitor (cgm) from 5:54:10 pm to 6:14:10 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 5:54:10 pm on (B)(6) 2020. On (B)(6) 2020, at 12:31:53 pm, 1:42:01 pm, and 3:37:16 pm, user received automatic boluses of size 0.5157, 0.0209, and 0.6522 units, respectively. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 46-52 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.